Event description:
Implanted date is estimated as was only told by surgeon they are 1 year post op. Patient underwent posterior spinal fusion approximately 1 year ago and came back for their 1yr follow up and complained of pain. Surgeon took x rays and found broken screw at l2. Surgeons do not want to re-operate but may have to due to patient complaining of pain.